Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. The following alert was noted: "diagnostics cleared due to invalid data". Diagnostics were cleared. The patient will continue to be monitored.